Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the video telescope "endoeye high definition ii" was inspected before use and had encountered image noise. The issue was found during preparation for use, and the therapeutic procedure was completed. There were no reports of patient harm. During evaluation of the returned device, it was found that the image failure (purple) was due to a cable failure and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image noise was confirmed. The additional evaluation findings are as follows: no click feeling on switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.